Manufacturer narrative:
This report is filed, (B)(6) 2016. The implanted device remains.

Event description:
Per the clinic, the patient developed a chronic skin reaction at the abutment site. Subsequently on (B)(6) 2016 the patient had a procedure to excise the excess tissue at the site; during the same procedure a new abutment was placed. The implanted device remains.